Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. The difficulties removing the stylet could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. In this case, based on the reported information, it is possible that the stylet may have not been removed per the instructions for use (IFU). The IFU provides the following instructions: gently remove the distal mandrel by twisting and pulling. Do not hold the sheath during mandrel removal. Continue flushing after mandrel removal. If the distal mandrel does not remove easily or flush solution is not observed at the stent sheath junction, do not use the device. In this case, it possible that the tip was inadvertently gripped during removal of the stylet; contributing to the resistance during removal of the stylet. Furthermore, as the tip was pulled on, this would contribute to the stent partially deploying.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the rx acculink ii 7-10/40 resistance was noted during retraction of the mandrel, and the stent implant was observed to be partially deployed. The device was not used on the patient. A new acculink device was used successfully to treat the patient. No clinically significant delay in the procedure was reported due to the device issue. No additional information was provided.